Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that medium alarm displayed: cannot start pump and medium alarm acknowledged: cannot start pump were recorded in history. During analysis, the air detector failed during testing and will be replaced during the repair process. Service replaced air detector, also upper stream sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing of a smiths medical cadd solis vip pump, air in line alarm was noted. No patient was involved in this event. No adverse effects were reported.